Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there were intermittent high thresholds on the right ventricular (rv) lead. It was also reported there were chronic high thresholds on the right atrial (ra) lead. The leads remain in use. No patient complications have been reported as a result of this event.